Event description:
It was reported that bd ultra-fine¿ pen needles were missing the tear drop label. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Severity: s1; occurrence: a complaint history check was performed and this is the 1st related complaint for missing tear drop label on lot # 7299685. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that bd ultra-fine pen needles were missing the tear drop label. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (4) open 4mm, 32g pen needles without the tear drop label. Customer states that the tear drop label was missing. All returned pen needles were examined and all exhibited a heat stake on the outer wall of the outer cover, which indicates that all of the samples were properly sealed. See attached photo. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as a manufacturing defect. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ pen needles were missing the tear drop label. There was no report of exposure, serious injury or medical intervention.